Manufacturer narrative:
Based on the claim against the product by the customer noting the universal surgical manipulator (usm) 3 had resistance at axis 1 and excessive noise when instruments engaged, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci usm to perform failure analysis. Failure analysis was able to reproduce customer reported complaint. During system test, the grinding on the yaw axis and insertion resistance were observed on the usm. The unit passed fiber test, carriage/axes controller motor (acm) fan, direction y/p/I, carriage switches, carriage lissajous, sensors check, brake release, brake hold, sine cycle, carriage strength, friction sh, carriage friction l, carriage friction h, and advanced brake check. The complaint regarding the usm 3 having resistance at axis 1 and excessive noise when instruments engaged was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failure. This complaint is considered a reportable malfunction due to the following conclusion: a universal surgical manipulator was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 usms. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulator (usm) 3 had resistance at axis 1 and excessive noise when instruments were engaged. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no relevant error in the live logs. The customer stated the staff power cycled before calling but the issue persisted. The customer decided to use only 3 usms for the rest of the day. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.